Manufacturer narrative:
Date of birth: 1944. (B)(4).

Event description:
It was further reported that both wallstents were semi-deployed and retracted because the placement was not optimal. After the procedure the physician noted that the tip of one of the devices had detached.

Event description:
It was reported that during a percutaneous transhepatic cholangiography (ptc) treatment procedure a tip detachment occurred. During a procedure with bilateral placement of two wallstents, one of the radiopaque marker and the distal white tip of one of the wallstent delivery systems detached from one of the two wallstents. The radiopaque marker and the tip ended up in ductus choledochus distal to the biliary obstruction. The physician resheathed the wallstents in their respective delivery systems and pulled them out. Thereafter the radiopaque marker and the tip were manipulated down in duodenum using a berenstein-catheter and an unspecified guidewire. A new wallstent was placed without complications. No further patient injury occurred. The patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found that the outer sheath had been moved distally by 50 mm off the distal end of the stainless steel shaft. It was noted that the distal end of the outer sheath was damaged and slightly flared. The tip and the distal ro markerband were detached from the distal end of the inner shaft and had not been returned. During analysis the stent was deployed without issue. There was evidence of glue present on the distal end of the inner shaft indicating that glue had been applied as required during manufacture. The catheter was kinked at several locations along its length. In addition, the inner shaft was kinked at several locations along its length. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).